Event description:
It was reported by the customer that a bd pyxis medbank tower unexpectedly stopped working, causing cubie to not open despite retrying several times. Customer stated that the patient was in pain prior and user was not able to access the morphine sulphate ir 15 mg. There were no adverse events or injuries reported based on this incident. No secondary procedure was required.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-apr-2022 to 24-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that cubie failed to open. The technical support specialist disabled the universal serial bus power management, ran mu, rebooted machine and released the cubie through cubie admin to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that cubie not opening due to universal serial bus power management. A technical support specialist disabled all universal serial bus power management and rebooted machine to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medbank system unexpectedly stopped working, causing cubie to not open. Customer stated that the patient was in pain and not able to access the morphine sulphate ir 15 mg. There were no adverse events or injuries reported based on this incident.